Event description:
It was reported through a periodic review of the programing history database the patient experienced high impedance on (B)(6) 2013. The device was disabled following the high impedance. No known surgical interventions have occurred to date.